Event description:
Healthcare professional, later reported, "rupture, confirmed with MRI". Device has been explanted.

Event description:
Rupture was confirmed to not have occurred. Healthcare professional later reported "bakers IV encapsulation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Rupture was confirmed to not have occurred. Healthcare professional later reported "bakers IV encapsulation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.